Event description:
Health professional reported that a patient allegedly "had two lap-band surgeries because the band was too tight." The physician punctured "a hole in tube to deflate the balloon so [the patient] can eat." Allergan representative and health professional both reported that there was an obstruction found and the access port was flipped. The health professional believes the port was originally placed too deep. The surgeon plans to replace the access port. The replacement surgery has not been scheduled at this time.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis, upon removal of the device, as well as to indicate the product seral number, the date of the event, and the implant and explant dates. This information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Obstruction is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the reported event of obstruction as follows: "if there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."